Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3550-16 lot# n159088, implanted: 2009 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient felt stimulation is the wrong location. It was stated that lead revision was done and the lead was moved to the right. It was noted that the patient is alive with no injury. If additional information becomes available, a supplemental report will be filed.

Event description:
It was further stated that the patient was having a pocket revision due to the weight loss on (B)(6) 2014. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient had her implantable neurostimulator (ins) turned on and programmed. Stimulation was all in the "right area". The patient was seen 5 days later in her healthcare provider (hcp)'s office. Stimulation was "doing well" and there were no further complaints.